Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: a review of the documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions (mi), quality control and specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One used and damaged wire was returned for investigation. Upon physical examination, slight biological matter was noted throughout the device, as well as a kink near the distal tip. Unraveling was noticed near the j-curve. Both weld balls were in tact and no other damage was noted. Dimensional analysis was unable to be performed due to the unraveling. There is no evidence suggesting that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. It was determined that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for lot 9166946 found no non-conformances. Furthermore, a database search found no other complaints corresponding to lot 9166946. Therefore, there is no evidence suggesting that nonconforming product from this lot exists in house or in field. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for use: ¿ prepare the catheter for insertion by flushing each of the lumens and clamping or attaching the injection caps to the appropriate extensions. Leave the distal extension uncapped for wire guide passage. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle; advance wire guide 5-10 cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result. While maintaining wire guide position, withdraw needle and safe-t-j wire guide straightener.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the complaint was able to be confirmed based on customer testimony as well as inspection of the returned device. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the cause can be traced to component failure without a design or manufacturing issue. It is possible that while the physician was advancing and manipulating the wire inside the needle, the wire caught on the bevel creating the elongation, though this cannot be confirmed. The appropriate personnel will be notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device name: cook spectrum minocycline / rifampin impregnated triple lumen central venous catheter set. (B)(6). A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the doctor felt resistance from the cook spectrum minocycline / rifampin impregnated triple lumen central venous catheter set wire guide during insertion into the blood vessel. The physician tried to advance the wire guide several times but was unsuccessful. Upon withdrawal of the wire guide, the physician observed it was kinked. He opened a new set of cvc to complete the procedure. Upon receipt of the device on (B)(6) 2019, it was found to be broken and unraveled. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.